Event description:
Ous MDR - it was reported that the pantera pro could not cross a calcified lesion (80% stenosis degree) in the medial lca.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated several times. This occurred most probably after the unsuccessful attempt to pass the lesion which was too small for the balloons crossing profile. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Based on the information provided, the residual lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument which most likely contributed to the reported difficulty in lesion crossing.